Manufacturer narrative:
Submit date 08/18/2016. An investigation of the reported condition was performed. A device history record (DHR) review could not be performed because a lot number could not be provided by the customer. There were no samples or photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the possible root cause could not be identified due to limited information. No corrective or preventive action will be planned at present. This complaint will be used for trending purpose.

Manufacturer narrative:
Submit date: 08/2/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a chemo gown. The customer reports a nurse experienced a chemo spill. After the nurse removed the gown she noticed significant liquid on her arm.